Manufacturer narrative:
(B)(4). The device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were 11 unformed staples present, indicating that the device had not been fired through a full firing stroke. If the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
The customer reports that during a sigmoid colectomy procedure, the surgeon stated that the device made a clicking noise and would not fire. A new device was used to complete the procedure. There was no patient impact reported.